Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument associated with this complaint and completed investigations. Failure analysis found a broken conductor wire near the top of the grip hub. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia repair procedure there was an issue with two force bipolar instruments. While using the first force bipolar instrument it was catching on tissue at the joint of the wrist and when the surgeon tried to pull it way it tore the tissue of the vas deferens. There was controllable bleeding a result of the incident, which the surgeon was able to repair. The surgeon removed the instrument from the cannula with some difficulty per the clinical territory associate (cta) who was present for the procedure. A backup force bipolar was installed and soon after started catching at the wrist joint on the peritoneal flap that the surgeon created. No bleeding or tearing occurred, and therefore no additional tissue repair was required. The surgeon decided to remove the force bipolar and continue the procedure. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument, but the failure analysis investigation has not been completed. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Manufacturer report 2955842-2024-18921documents the issue with the other force bipolar instrument during the same procedure.